Manufacturer narrative:
Upon further review, device codes (B)(4) no longer apply to the implantable neurostimulator (ins).

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that the patient was unable to charge because the implantable neurostimulator (ins) was skewed in the pocket. The manufacturer representative thought the tilt was causing problems with charging. However, the healthcare professional took x-rays, stating the placement looked good and it was likely a defective ins. The consumer also reported that the patient lived in chronic pain and was depressed. At the time of follow up, the consumer was driving to the healthcare professional's office to discuss next steps. It was noted that the patient was sent a replacement charging unit.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The ins is indicated for spinal pain. A patient reported their implantable neurostimulator (ins) would not turn on. Their patient programmer showed a "charge your battery" icon and they could not get the stimulation to turn on with it. When they used the implantable neurostimulator recharger (insr) they would see a charging screen with no bars. The consumer confirmed that they could still charge with the insr, but there were no efficiency bars. They would continue to charge and had an appointment with the patient's healthcare provider (hcp) later, on the day of the report. The patient reported they were not feeling stimulation. Later on (B)(6) 2016 the consumer reported that the manufacturing representative (rep) tried repositioning the antenna, with no result. The hcp checked the ins depth and it was ok per labeling. The hcp thinks that the patient got a bad insr and recommended calling for a replacement. The patient has not been able to charge above 25%. Antenna locate (al) was attempted with no success. They were only able to get 56 in every location around the ins. The patient tried 2 inches above, below and to the sides of the ins. The patient reported they did not receive the insr in a box, and that it was handed to them already in the bag. The patient's first attempt using the insr was on (B)(6) 2016 and it never worked. A new insr was sent to the patient. Additional information received from the consumer via the manufacturer representative on (B)(6) 2016 reported that the patient was unable to get more than 2 recharge coupling bars with the implantable neurostimulator recharger (insr), making it difficult to charge the implantable neurostimulator (ins) battery. There were no reported environmental/external/patient factors that may have led or contributed to the issue. Diagnostic testing or troubleshooting performed included going over recharging with the patient and the patient's husband. The manufacturer representative was able to get 4 recharge coupling bars, but no more than that. The healthcare professional's office scheduled a patient appointment for (B)(6) 2016 for the healthcare professional to evaluate battery placement. The ins may have been implanted too deep, making it difficult to recharge. No interventions/actions were taken to resolve the issue at the time of report, and the issue was not resolved at this time. It was reported that the manufacturer representative saw the patient and family member on (B)(6) 2016. It was reported that the swelling looked to be reduced and the bandages were off, but it was difficult to achieve 2-8 bars. It was re-reported that at the previous appointment on monday ((B)(6) 2016), they were able to get 6-8 coupling bars. The patient and family member wanted to be referred to a particular hcp and have it replaced. The manufacturer representative worked with the patient and a surgical consult with that hcp was scheduled for (B)(6) 2016. It was reported that the patient and their family member understood that all indications seemed to point to the battery being okay, just that it was deep and tilting. They wanted to replace it anyway. It was promised that the device would be sent back in for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.